Event description:
It was reported that the pump screen unexpectedly went blank and the led was not blinking. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resuming insulin and restarting the cgm by technical support, with an arrangement for follow-up due to scheduling limitations. Subsequent follow-up attempts were made by technical support, but there was no further response from the customer, resulting in the case being closed.